Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 20 ml ll 120/pkg had leakage past the stopper. The following information was provided by the initial reporter: it was reported from time to time, we notice that leakage occurs behind the plunger in the luer-lock syringes we use. Today we had an incident involving a potentially toxic product (herzuma), where the liquid even leaked past the plunger and onto our dispenser¿s hands. Fortunately, they were wearing gloves, but from a safety perspective, this really should not happen. The batch number of the luer-lock syringe (20 ml) was 2512083. The sample was not retained due to the toxicity and the risk of contamination, but I wanted to report this to you. After all, the quality of such frequently used materials remains of great importance for the safety of our staff. Additional information provided: response received (B)(6) 2026 11:51 am - (B)(6). Date of the event: (B)(6) 2026. Lotnumber is noted down below. We did not report any of the previous incidents, but we do sometimes see fluid after the first rubberpiece of the plunger. When it crosses the second rubberpiece, you really have a leakage (like the incident of (B)(6) 2026) behind the plunger. Those kind of incidents, we report for sure because of the risk of exposure.